Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with inset infusion sets and was advised to switch to contact detach due to longstanding diabetes and suspected scar tissue impacting infusion set performance; troubleshooting and education were completed, a factory reset was planned, and a goodwill sample box of contact detach was shipped. Symptoms included elevated blood glucose and vomiting. Outcomes included recovery to target range after supply change and correction. Investigation included user interview and review of device use and infusion set technique. Investigation of this case revealed no visible device malfunction and a likely infusion site absorption issue related to scar tissue, with no specific lot implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site complications rather than a device fault.